Event description:
The customer reported that the monitors were not operating properly. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the 3.15amp fuse. The system operates as intended.